Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 153 and 175 mg/dl fasting. The customer's expected fasting blood glucose test result range is 95 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer uses alcohol on his fingers prior to testing and was advised to only wash hands. Customer had also installed a new battery. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/26/2020 and test strips were opened about six weeks ago. The meter memory was reviewed for previous test result history: result 1: 153 mg/dl, date (B)(6), time 8:20am fasting, result 2: 175 mg/dl, date (B)(6), time 8:18am fasting, result 3: 95 mg/dl, date (B)(6), time 6:43am fasting, result 4: 109 mg/dl, date (B)(6), time 6:34am fasting, result 5: 110 mg/dl, date (B)(6), time 6:53am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 153 and 175 mg/dl fasting. The customer's expected fasting blood glucose test result range is 95 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer uses alcohol on his fingers prior to testing and was advised to only wash hands. Customer had also installed a new battery. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/26/2020 and test strips were opened about six weeks ago. The meter memory was reviewed for previous test result history: (B)(6).